Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with following pre-op diagnosis: advanced degenerative disk disease with spinal stenosis, c4-c7, osteoporosis. The patient underwent following procedures: c4-c5 anterior cervical diskectomy fusion. C5-c6 partial corpectomy decompression and spinal fusion. C6-c7 anterior cervical diskectomy, bilateral decompression and fusion. Fusion using autogenous bone graft combined with bone morphogenic protein and biomechanical interbody device, c4-c7. Anterior cervical plate, c4-c7. As per operative notes,¿ we then removed the bulk of the disk at each of these levels. Anterior osteophytes were taken down and this local bone graft was set aside for subsequent bone grafting for the fusion. Starting at c3-c4, the retractors were placed as well as the distractors were placed. Under distraction, we cleaned up the interbody space at c4-c5 thoroughly using angled and straight curettes as well as the kerrison and pituitary rongeurs. Here, too, local bone graft was collected from the endplate shavings and this was then combined with pieces of bone morphogenic protein-soaked sponge and placed within the appropriate-sized biomechanical device.¿ no intra-operative complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.